Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6, -12.00/+1.50/x079 diopter implantable collamer lens in patient's left eye on (B)(6) 2016. Excessive vault was noted. The lens was explanted and was exchanged for a shorter lens on (B)(6) 2016. This resolved the problem. Post-op visit on (B)(6) 2016; ucva was 20/20.

Manufacturer narrative:
(B)(4). Additional data: work order search: no additional similar complaint event within associated lots was found. Conclusion code: as per the dfu of this lens model, implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelial to the anterior lens capsule, less than 3.0mm is contraindicated. This patient had an acd below 3.0mm at the time of implantation. Per dfu for this lens model, vticmos are contraindicated for patients under the age of 21 years old. This patient was below age 21 at the time of implantation. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a vial with some liquid in a lens case/ vial. Visual inspection found no visible damage to the lens and clear residue on it. The liquid in vial was the saline solution drying up. (B)(4).